Event description:
Additional information received from technical support indicating that loss of capture was noted on the right ventricular lead during the event.

Manufacturer narrative:
The reported events of loss of capture, increase in capture threshold and drop in sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The lead failed in hi-pot test due to an insulation cut consistent with procedural damage at the suture sleeve tie impression region. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Additional information received indicating that the event was noted during an in-clinic follow up.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was increased capture threshold and decrease in sensing on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.